Event description:
It was observed that during the device evaluation, the rigid video scope exhibited objective lens window is broken and light guide bundle is broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: objective lens window is broken is caused by a component failure of objective lens window. Light guide bundle is broken is caused by a component failure of distal end of the video telescope. The cause of failure could not be determined. The most likely cause is that physical impacts and similar damage caused additional scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.